Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the guidewire perforated the left ventricle during the pre-balloon aortic valvuloplasty (bav). The patient recovered with cardiopulmonary resuscitation (CPR) and a pericardial drain was performed. The valve was implanted successfully and a post bav was performed. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The physician reported that there was no defect with the guidewire and that the event was related to patient anatomy. The left ventricle was reported as being very hypertrophic and the physician stated that this event could have occurred with any manufacturers guidewire. The patient's anatomy played a major role in the reported perforation. Unfortunately, without angiography or further information such as a returned unit, medtronic is unable to conclusively asses the condition of the guidewire for defects. Based on this information, this event does not indicate device misuse or malfunction.